Event description:
It was reported that the external pulse generator (epg) displayed and error message at start up. The error message could not be cleared. The epg was left on overnight and the error was no longer displayed. Technical services (ts) provided assistance in resolving the issue by working with the caller to clear the error message. The epg then powered on without any problems. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.